Event description:
According to available information, the physician reported an infection associated with this device as there was a collection on the left side. It was noted there was no pain or skin symptoms and culture was negative for bacteria and fungi. No revision surgery is planned.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.